Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified device appeared to be intact, pinkish biological tissue above the device, and device labeled as right side.

Event description:
Patient reported right side "leakage and pain". Additionally healthcare professional reported capsular contracture, baker grade IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leakage and pain."

Event description:
Patient reported right side "leakage and pain". Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.